Event description:
It was reported that a popping sound was heard coming from the vest generator. The pop was followed by a flash which came from out of the back of the device where the electrical cord attaches to the unit. After the flash, smoke started to come out of the area where the flash occurred. The attending respiratory therapist unplugged the device and removed it from the patient's room. There was no injury.

Manufacturer narrative:
A poor electrical connection within the corcom iec filtered power inlet caused excessive heat buildup and or arcing resulting in failure of the iec power inlet. A new iec power inlet was installed to check the rest of the electrical circuits. The unit functioned as designed after replacing the ice power inlet.